Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite using different charging methods and components, the issue persisted, leading technical support to replace the pump. The customer was advised to switch to multiple daily injections (mdi) as a backup insulin therapy. Instructions were provided on how to put the pump into storage mode before returning it, and the customer was expected to return the non-functional pump using a pre-paid label within 10 days.